Manufacturer narrative:
Initial reporter phone #: (B)(4). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5097902. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing the sleeve was slow to recover. This caused blood leakage onto holder and stopper. The nonconformance typically happened when withdrawing 2-3 tubes.